Event description:
It was reported that two days post-implant, the patient presented in-clinic with chest pains. Low sensing was noted. X-ray revealed pericardial perfusion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.